Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following impella cp implant, the pump shifted out of position and triggered supraventricular tachycardia. Cardioversion was performed to stabilize the patient and planned support continued uninterrupted. The patient survived the event.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided, the root cause of the vt/vf was not determined. E4 should have been left blank on manufacturer device report 1220648-2025-25732.